Event description:
It was reported the ball bearings are missing from 11 c/d tasp. Insert tasp top/ bottom flew off field causing a delay in the case. Attempts to gather additional information are underway, however no additional information is available at this time.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tasp bearings were missing upon opening the instrument set. Slight delay as another instrument set was retrieved. No patient impact. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g1, g2, g3, g6, h1, h2, h3, h6, h10 visual examination of the provided pictures identified signs of use. Ball-bearing was missing from the shim. Part and lot identification are necessary for the review of device history records, but neither was provided. Insufficient information provided to perform a compatibility check. A complaint history review cannot be performed without product identification. Medical records were not provided. The complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.